Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the lead exhibited high and unstable thresholds. The physician attempted to remove the lead but the "product was stuck and could not be taken out." The lead was inactivated, remains in the patient and will not be replaced. No patient complications have been reported as a result of this event.